Event description:
Pt with left cochlear implant (nucleus 24 contour) 6 years ago. Left otitis media treated with p.o. Antibiotics developed meningitis treated successfully, but no auditory function after recovery.